Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that a patients implantable cardioverter defibrillator exhibited an episode of non-sustained right ventricular oversensing (nsrvo) due to post-paced t wave oversensing. Programming changes were made. Patient was stable.